Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated the device was returned and the lot number was confirmed with the packaging. During visual inspection the catheter tip was seen to be broken. Functional inspection was not performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and it was confirmed that the catheter shaft was broken. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the catheter (subject device) broke during the procedure. The procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that the catheter (subject device) broke during the procedure. The procedure was completed successfully. There were no clinical consequences to the patient.